Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 508 mg/dl with high/large ketones. Ketone levels were identified as life threatening by health care provider. Customer required third party assistance from camp doctor who administered a correction injection via manual injection to address elevated bg. Customer changed supplies to address the issue.